Manufacturer narrative:
Investigation results: visual investigation: the ceramic ball head shows signs of usage, as expected. The ball head has been analysed visually. Optically, no obvious deviations could be found at the ceramic ball head. The laser marking is according to the specification ("26-8/10m"). The outer surface of the ball head is clean and flawless. The taper region, shows metal abrasion. This metal abrasion most probably occurred during the attempt to fix the ceramic ball head on the metal stem and the detachment respectively. The taper length has also been measured with a caliper. The taper length corresponds to the drawing. No deviation could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Correction/additional information: patient harm changed from revision surgery to additional medical intervention.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj092 - biolox prosthesis head 8/10 26mm m. According to the complaint description, the head m was used in the trial at rasp. Head m was also used in trials with real stem implants. Since there was no problem with them, a real head m was inserted. Then, the tension was higher than the trial, and even though the reduction was performed, the femur cracked, and it was judged that it was dangerous to use it as it was. So, after the femur wiring, the head was replaced with s. After that, the surgery was completed without excessive loosening, and it seems that there is no disadvantage to the patient. A replacement of the device was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).